Event description:
The customer reported an uncontained leak from the right side of the coulter lh 750 hematology analyzer. The instrument generated intermittent incomplete retic computations (non-numerical value) and the volume of the leak was approximately 300 ml. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and observed a leak at the tubing through pinch valve vl67. The fse replaced the affected tubing to resolve the leak. The fse stated that the intermittent incomplete retic computations were caused by the retic clearing solution pump (pm6) and were not related to the leak. The fse replaced the pump and instrument operation was verified as per established procedures. The cause of the leak is attributed to the tubing at vl67 and the cause of the intermittent incomplete retic computations is attributed to the retic clearing solution pump pm6. Vl67 is the needle vent chamber vc19 drain. (B)(4).